Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device housing was damaged and the needle bearing was defective. The device also failed pretest for cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the sagittal saw attachment device had a heating problem. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: it was inadvertently reported in error on the initial report that the housing on the device was damaged and the device failed the pretest for cutter insertion. Complaint review determined that the needle bearing on the device was not functioning and defective and the device failed pretest for check of free movement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.